Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
An operative report from may 1 2009 indicated a revision procedure from an implant date of 2002. As reported in the justification: "has developed mechanical failure and discomfort associated with her left total hip. Has developed mechanical noises and grinding sensation with activity which has become progressive. Her preoperative workup revealed fracturing of the containment ring of this constrained insert. Evidence of luxation of the bipolar ball". Evidence of metallosis and tissue discoloration and a chipped screw was reported intra-operatively. All components except the stem were explanted. Patient was revised to a tritanium hemispherical shell with screws, x3 poly insert, and an lfit c-taper metal head with a c-taper adapter sleeve.